Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the subject with international normalized ratio (inr) goal was 1.5-2.0, however, remained persistently subtherapeutic despite administering higher dose of coumadin during hospitalization. Heparin drops (gtt) was administered, inr at 1.3 on discharge. The subject was discharged with increased warfarin dosing and close follow-up for inr checks and phone calls. Subject was admitted to an outside hospital for mechanical fall. Transferred to (B)(6) on (B)(6) 2017 and was admitted after head computed tomography showed negative for acute bleed. He was awaiting placement into a longtime care facility for continued therapy as he recovered from his hemorrhagic stroke. Unclear if true fall but noted subject during hospitalization to have poor balance and impulsive behavior. No further information was provided.

Manufacturer narrative:
Section h4: correction: related manufacturer reference number: 2916596-2019-03059. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported sub-therapeutic international normalized ratio (inr) and fall could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.